Event description:
Pt presented with complaints of pain of the left knee. He had undergone total knee replacement approx 12 years ago. He reported no trauma to the knee. Clinical and radiographical evaluation of the knee revealed component loosening. The pt was admitted to the hospital for revision of the knee. Intraoperatively, the patella component was found to be dissassociated and broken. It was not tracking properly. The total knee component was removed and replaced. Cultures of the knee were obtained intraoperatively and no evidence of organism growth was found.